Event description:
This lead had normal shock impedances prior to disconnecting it from the old ICD. Upon connection to the new ICD, the shock impedance was greater than 150 ohms. The setscrews were checked and reconnected with the same result. The lead was reconnected to the old ICD with the same result. The physician decided to replace this lead with a similar lead. Should additional information become available, this file will be updated.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical analysis. The inspection demonstrated a fracture of the conductor cable to the rv as well as to the vcs shock coil. These damages can be considered as the root cause of the high shock impedance measurements mentioned in the complaint description. Based on the characteristics of these damages, it is reasonable to assume that both conductor fractures occurred due to mechanical stress. Traction forces during the explant procedure should be taken into consideration. The deformation of the rv shock coil occurred most likely during the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.